Event description:
Customer complaint - limited data available. The customer stated that they performed 3 separate tests using the caretouch blood glucose monitor kit and received inaccurate readings each time.

Event description:
Customer complaint - limited data available. Customer review complaint: "I did three tests at the same time, with three different answers. ""I did three tests at the same time, with three different answers. 160/124/137 how can I trust it? It says free return for amazon prime, but it does not allow me to return it. Just waste my money. Only the supplies are still usable. Very disappointing purchase. One person found """.